Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump "quit cold one night". They stated that the pump didn't alarm. Mmdg did follow up with the initial reporter who stated that something woke him up that night but he didn't think it was an alarm on the pump. No other information was provided. (B)(4).